Manufacturer narrative:
The b12 reagent lot number was 48601800. The ft4 reagent lot number was 54109300. The provided calibration and qc data did not indicate any systematic issue. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay and elecsys ft4 iii assay result for two patient samples with the cobas e 801 module. Note: the units of measure were not provided for the following results. Sample (B)(6): the initial b12 result was <150. The repeated result was 383. The initial ft4 result was 2.38. The repeated result was 14.5. Sample (B)(6): the initial b12 result was <150. The repeated result was 690. The initial ft4 result was 3.43. The repeated result was 21.2. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.